Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed approximately 203 millimeters (mm) from the terminal pin, with only the proximal segment being returned. Environmental stress cracking was noted approximately 52-65 mm and 72-75 mm from the terminal pin, just distal of the terminal boot insulation. The cracking is located on the outside edge of a curve. The cracking is on the surface of the insulation only, the insulation and conductors underneath were intact and undamaged. The returned segment passed continuity testing which confirmed is the conductors were intact. Analysis was able to confirm the lead damage observation noted in the field.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise as well as a rise in both pacing impedance and threshold measurements. Surgical intervention was performed and the physician noted the ra lead was fractured near the terminal end. The ra lead was explanted and replaced without further issue. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise as well as a rise in both pacing impedance and threshold measurements. Surgical intervention was performed and the physician noted the ra lead was fractured near the terminal end. The ra lead was explanted and replaced without further issue. No additional adverse patient effects were reported.